Manufacturer narrative:
Technician found that brakes would not hold and swivel. The casters were worn out. Replaced the brake and brake/steer casters to resolve this issue.

Event description:
Info received indicated that the brakes would not hold.